Event description:
Boston scientific received information that during a routine follow up visit, this device, right atrial (ra) and right ventricular (rv) lead (model/serial numbers of rv and ra lead unable to be obtained) exhibited high pacing impedances greater than 2,500 ohms, high thresholds and noise. Oversensing and undersensing were also observed. The physician elected to reprogram the device as the patient is not pacer dependant. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
The device and leads remain implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.